Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, a programmable valve could not be adjusted after the patient had an MRI. The device was revised and replaced with another valve.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The valve was visually inspected; biological debris was noted inside the valve. The valve was tested for programming and failed the test; the cam mechanism did not move during the programming process. The silicone was cut just before the cam mechanism; the cam mechanism was stuck to the base plate and could not be moved with the tweezers. The valve was dismantled and was examined under microscope at appropriate magnification: the cam mechanism was unstuck from the base plate. Biological debris was found on the cam mechanism, and on the base plate. The magnets were tested, failed. A review of manufacturing records found that the device conformed to specification when released to stock. The root cause for the programming problem was due to the biological debris found on the cam mechanism and on the base plate as well as the cam magnets. The abnormal polarization of the valve magnets was likely caused by an exposition of a too strong magnetic field. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.